Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. Patient did not have anything adverse showing in post-op x-rays. During physical therapy, the patient developed impingement and a periprosthetic fracture. The surgeon decided to revise and determine if we needed to just use wire or use a revision femoral stem. For the best outcome of the patient, the surgeon used a stryker revision femoral stem and head and removed the pst femoral stem and pst cocr femoral head.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The adverse event is thought to have been caused by physical therapy at this time. There is no evidence at this time to suggest that the rio or pst/tfs implant systems contributed to the event. However, further evaluation is ongoing, and a supplemental report will be filed if additional information is obtained.